Event description:
During an ercp procedure a sphincterotome was being used to cannulate and gain axcess to the biliary system. During cannulation, the elevator of the endoscope broke which consequently broke the cutting wire of the sphincterotome. A small portion of the cutting wire broke off into the patient at the duodenal area. Just prior to passing a retrieval snare through the endoscope, peristalsis dislodged the piece of wire. Therefore, retrieval with the snare was not necessary. The patient underwent an abdominal x-ray. The patient's condition was reported as uneventful.